Manufacturer narrative:
H3-device evaluation: lens returned in vial in liquid. Visual observation found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event. B2-required intervention to prevent permanent impairment/damage (devices). B5- the lens was exchanged for a same model and size but different power. The exchange lens resolved the problem. H1- serious injury. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+1.5/069 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2020. The patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.